Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose value was 111 mg/dl at the time of the incident. Customer stated that the insulin was dripping out during priming. Customer was assisted with troubleshooting but the issue did not resolve. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. Customer will return device for analysis.